Manufacturer narrative:
(B)(4). Medical device - act artic e1 hip brg 28x48mm # item ep-200154 lot 043210, unk stem, unk cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10845. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately six years post initial surgery due to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.